Event description:
Pacemaker was under bsc advisory for hydrogen premature battery drain. Bsc updated the advisory and patient was affected, recommended generator replacement asap. Generator replaced.